Event description:
Drug/diluent: unk; fill volume: unk; flow rate: 14 ml/hr; procedure: unk; cathplace: unk. An elderly female pt became near toxic after being given a select-a-flow (saf) model set on the highest flow rate (14ml/hr). The resident who initiated the infusion wasn't familiar with the pump and did not realize that the saf models are set on the maximum flow rate initially.

Manufacturer narrative:
Method - sample has not been received. Result - without the actual product, an analysis cannot be conducted. Conclusion - if add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report. The dfu for on-q with select-a-flow carries the following warning: flow rate is adjustable. To reduce potential adverse effects, medication dosing should be based on the maximum flow rate. The amount of medication over the therapeutic period and delivery time can vary by as much as 20% due to the flow rate variation. Please take this variance into consideration when determining medication delivery to reduce potential side effects.